Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomerieux to report false susceptible imipenem (mic = 2) for escherichia coli in association with the vitek 2 ast-n233 test kit. Alternate test methods used by the customer were chromid oxa48 and immunochromatography. The current eucast recommendation is to screen if there is an imipenem mic greater than 1 or ertapenem greater than 0.125. In this case, the customer followed the proper protocol by performing confirmatory testing. The customer indicated no delay or incorrect result reported to the treating physician. There was no adverse impact to the patient's state of health due to the discrepant vitek 2 result. Culture submittal has been requested by biomerieux for internal investigation. An internal investigation will be conducted.

Manufacturer narrative:
A customer in (B)(6) reported a false susceptible imipenem (ipm) result for escherichia coli in association with the vitek® 2 ast-n233 test kit. The customer submitted the strain for evaluation. An investigation was performed. The presence of an "esbl ctx-m + carbapenemase oxa-48 like strain was confirmed by pcr. Broth micro dilution (bmd) method used for the development of imipenem (ipm04n) in ast-n233 card; bmd ipm mic = 2 mg/l s. Two (2) ast- n233 cards (one from the customer lot 6330336203 and one from a random lot 6330252203) were tested. The imipenem result for both cards was mic = 2 mg/l susceptible. The ipm value is within essential agreement within one (1) doubling dilution compared to the reference mic (bmd = 2 mg/l s). In conclusion, the customer results on vitek2 v7.01 on both the customer and random lots were reproduced, and are within essential agreement compared to the reference results (bmd) on ipm (ipm mic = 2g/l s). The vitek® 2 ast-n233 cards performed as intended.